Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
It was reported that, in less than an hour, an occlusion alarm, blocked flow occurred. There was patient involvement and no harm/adverse event reported. This report captures one of four occurrences.